Manufacturer narrative:
Updated sections: b4, d10, g4, g7, h2, h3, h6, h10. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed, a supplemental report with our findings will be submitted. Complaint record #: (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the introducer dilator could not be inserted into the introducer sheath with side port. The balloon catheter was inserted using another company's (8 fr) sheath. There was no reported injury to the patient.

Manufacturer narrative:
The introducer dilator and sheath were returned with the dilator tip partially inside the sheath. No blood was visible on the returned components. The technician was unable to insert the dilator into the returned sheath. The dilator tubing was found to have an oversized outer diameter. This caused the dilator to be unable to be inserted into the sheath. The sheath was measured and found to be within specification. The evaluation confirms the difficult to insert the dilator into the sheath. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Scar# 20-f-scar-03 has been initiated to investigate the issue. Reference complaint #(B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon(iab), the introducer dilator could not be inserted into the introducer sheath with side port. The balloon catheter was inserted using another company's (8 fr) sheath. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon(iab), the introducer dilator could not be inserted into the introducer sheath with side port. The balloon catheter was inserted using another company's (8 fr) sheath. There was no reported injury to the patient.